Event description:
This is report 2 of 3 for the same event. It was reported that during a cranial tumor surgery, while drilling, it was observed that the cutting burr device broke at the distal end inside of the motor device while in use with an attachment device. As a result, the cutting burr device was stuck inside the motor device. There was a five minute delay in the surgical procedure. A spare set of identical devices were available to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The surgeon was not concerned that any piece of the device entered the patient as all pieces of the broken device were recovered. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Visual and dimensional assessments were performed on the device which determined that the fracture occurred due to excessive chatter. It was determined that the device had a large surface area and could generate a high level of chatter. Chatter occurred when the burr slowed or stopped; and then hit maximum speed in rapid succession. It was determined that this, combined with the increased torque of the handpiece device, caused the locking flat to fracture. It was determined that a less aggressive technique would prevent the fracture from occurring. The assignable root cause was determined to be due to mechanical stress due to high levels of chatter due to improper use/user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.